Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2 and e3 of the initial medwatch as the information was inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope would not white balance occurred due to connector failure resulting in image problem. The cause of the bad connection could not be identified. In addition, the cause of the e204 error could not be identified. Lastly, it was determined that e04 and e07 codes do not exist. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head could not white balance and displayed error codes e04 and e07. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: error code e-204 was displayed along with bad image quality white balance due to a bad connector that needed to be replaced, and the rear cover was faded and needed to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.